Event description:
An ophthalmic surgeon reported that when he was checking the machine before surgery the device did not respond when reflux button was pushed. Additional info has been requested but not received to date.

Manufacturer narrative:
A service visit was performed and a sample is being returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4). This report was mailed to FDA on: 06/27/2014. (B)(4).